Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ ac adapter; model #: 1430; catalog #: 1430; expiration date: 31-oct-2022; serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: 22-sept-2020; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#: 1650; catalog#: 1650; expiration date: unk; serial#: unknown; UDI#: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: unk; labeled for single use: no; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an erroneous critical battery alarm. It was noted that the batteries and the power source had power and that the controller behavior was out of normal. It was also reported that the controller alternating current adapter and the battery was not recognized by the controller. Also while reviewing the logfiles a data issue was revealed. The controller data was corrupted with the year 2099. The controller and the controller ac adapter was exchanged and the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) and controller ac adapter ((B)(6)) were returned for evaluation. The battery with an unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 0% or 101% logged and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the event log file revealed multiple controller power up event with associated pump start events with an incorrect date and time stamp. Review of the event log files revealed multiple controller reset events with an incorrect date and time stamp. Additionally, several controller power up events without pump start events and several disconnect alarms were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to properly communicate with external test batteries; the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to test batteries. Functional testing also revealed that the controller could not recognize the test controller ac adapter when connected to power port two. However, the controller was still able to receive power from both power sources. During functional testing, the controller was unable to communicate to a test monitor; log files were not available to download. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms and controller reset events observed in the controller log files. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. After the faulty components were replaced, the controller performed as intended and the controller log files were downloaded. As a result, the reported event was confirmed. A possible root cause of the observed losses of power can be attributed to a controller exchange, a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. The most likely root cause of the reported inability of the controller to recognize the batteries and adapter, critical battery alarm, real time clock issue, observed display error, observed data transfer error, and observed controller resets events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA (B)(4) was opened to investigate this issue. Additional products: d4: serial #: (B)(6) d10: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: unknown h3: yes h6: FDA method code(s): b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.